Manufacturer narrative:
(H3) upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by over-reaming during implantation. Section h11: *the following sections have corrected information: approximately 4 months postop the initial right tsa, this 74 y/o female patient presented with a humeral greater tuberosity fracture and was revised. Outcome is report as continuing. Patient has history of malignant melanoma and osteoarthritis. Devices are not returning due to study policy. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities.

Event description:
Approximately 4 months postop the initial right tsa, this 74 y/o female patient presented with a humeral greater tuberosity fracture and was revised. Outcome is report as continuing. Patient has history of malignant melanoma and osteoarthritis. Devices are not returning due to study policy. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities.

Event description:
Approximately 4 months postop the initial right tsa, this (B)(6) female patient presented with a humeral greater tuberosity fracture and was revised. Outcome is report as continuing. Patient has history of malignant melanoma and osteoarthritis. Devices are not returning due to study policy.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 320-38-00, equinoxe reverse 38mm humeral liner +0; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-15-06, rs glenoid plate ext cag +10mm cage peg; 320-01-38, equinoxe reverse 38mm glenosphere.